Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pfa procedure, the patient experienced an st elevation which resolved on its own. The physician performed a successful transseptal puncture with a non-abbott (versacross wire by boston scientific) through the agilis 13f sheath and dilator. After performing a successful transseptal, he advanced the sheath into the left atrium, removed the dilator, and aspirated and flushed. The hd grid mapping catheter was inserted into the left atrium and mapping was performed. Upon removal of the mapping catheter, and before aspirating, flushing, or inserting any other device into the sheath, an st elevation was observed. The mapping catheter had been removed slowly and deliberately. The st elevation resolved on its own and the procedure was completed.